Manufacturer narrative:
(B)(4).

Event description:
Same case as MDR ID: 2134265-2018-06010. It was reported that the device sterility was compromised. A 8/26 percuflex¿ nephroureteral stent and a flexima¿ were selected for use. It was noted that the packages of both devices were ripped and the sterility compromised. No patient involvement was reported.

Manufacturer narrative:
(B)(4).

Event description:
Same case as MDR ID: 2134265-2018-06010. It was further reported that the inner pouch of the device was ripped; therefore, exposing the sterile product.

Manufacturer narrative:
Device evaluated by MFR: the device was returned for analysis. The device was returned on its original pouch closed/sealed, the pouch was damaged, (plastic side and the label were found to be ripped). This is indicating that sterile seal is compromised since the device inside of the package is exposed. Additional was observed through the pouch that the metal cannula is bent/lkinked. No other anomalies or damages were encountered. The investigation conclusion is handling damage as the complaint was caused by handling of the device or portion of the device without direct patient contact. (B)(4).

Event description:
Same case as MDR ID: 2134265-2018-06010. It was further reported that the inner pouch of the device was ripped; therefore, exposing the sterile product.